Event description:
I did (B)(6) self-swab testing at (B)(6). I previously did this style of test without issue and did not have any issue this time either. My boyfriend had already tested positive at (B)(6) with a different style of swab. We had been quarantining together and I already had symptoms when I got the first test done. The first test returned a negative result. I got a second test done at the same location he used on (B)(6) and received a positive test result with the different style of swab. I just wanted to report the negative in the event of false negatives. There were 5 days between my tests. The first test was almost pointed at the swab with a breakaway handle past a circle and made by (B)(6) while the second was more like a q-tip swab in appearance, didn't have a breakaway handle, and was produced by (B)(6). FDA safety report ID# (B)(4).